Event description:
The manufacturer sales rep reported that the device had missing component while it was being used in demo at user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.